Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch and the zig zag stitching of flap on the mesh were found within qa specifications. The visual examination of the returned sample shows that: the sample was returned in its original packaging. The mesh was not found contaminated by blood. The textile knitting pattern and the mesh dimension were found as expected. A hole of 1 x 1 cm was found at the end of the line on the green textile part. The textile was frayed out. The mesh was torn on 4 cm (from the central triangle to the edge) and the textile was frayed out. The reported condition was confirmed. At several steps of the manufacturing process, each device is manually controlled and a visual examination is performed by the operator. Such a defect would have been detected and the product rejected. It should be noted that the incident description is confusing on when and how the mesh torn (it¿s indicated that the mesh broke at 2 times (in the hands of the surgeon just outside the box and during the surgery when the mesh was placed). The reported information is too limited to determine the root cause or most probable cause of the reported incident. The reported condition was confirmed but the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, on a inguinal hernia procedure, part of the mesh was torn during the preparation. The issue was noted after opening the packaging. The mesh was not placed, it did not have contact with the patient since it was torn in the hands of the surgeon just outside the box. It was by wanting to spread the crack to tie the spermatic cord that the net was torn. Another device was used to complete the procedure. There was no patient involvement.